Manufacturer narrative:
.

Event description:
It was reported that the cage could not be attached to the inserter.

Manufacturer narrative:
Visual analysis of the returned device confirmed the reported event. Review of information provided and analysis of the returned device concluded that there is no evidence of a product defect. Manufacturing records reviewed indicated no deviations or anomalies. It is not suspected that the product failed to meet specifications. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.